Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with minor scratched lcd window and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had darker spots and hard to read. The customer's blood glucose value was unknown. The customer stated that the insulin pump had crack near battery compartment, multiple button pushes required and it caused to enter wrong information. The insulin pump will not be returned for analysis.